Event description:
It was reported that the device was primed and had an extension tube on, but the high pressure alarm went off. There has been no report of patient injury.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; g5: 510k is unknown; d4: UDI number is unknown. One device was received for investigation. During visual inspection no damage or anomalies were observed on the device. A review of the device event log showed that a high pressure alarm had been previously recorded. However, during functional testing, the device passed all tests with no alarms activated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the inspection and testing, the reported issue could not be reproduced or confirmed, and no root cause could be established. As a preventative measure, the upstream sensor was recalibrated.